Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
This supplemental report is to correct the date of event of reported on the initial report that was submitted on (B)(6) 2017. The correct date of event was (B)(6) 2017.